Event description:
The customer reported erroneous patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) with negative anion gap were generated, and the customer reported they also found fluid on ise reagent tray on their dxc (dxc 700 au-10e chemistry analyzer, part number b86444 and serial number (B)(4). Anion gap is a calculated test made of individual electrolyte results measured by bci systems therefore individual results will be evaluated in the investigation. The erroneous patient results were not reported out of laboratory. There was no report of change to patient treatment or management in connection with this event. A beckman coulter field service engineer (fse) was dispatched to assess system performance.

Manufacturer narrative:
The full identifier for this event is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. The initial reporter telephone number is: (B)(6). A beckman coulter field service engineer (fse) was dispatched and evaluated the dxc system. Fse confirmed the customer's issue. Fse cleaned. Reworked and replaced multiple parts including ise and wash valve, valves and tubing and di water line. Fse then performed reagent check and ran quality control which returned acceptable results. In conclusion, the cause of the event is a hardware malfunction.